Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for chronic low back pain. Beginning on an unknown date in 2016, the patient stated that their stimulator covers their pain but does not help. It¿s been reprogrammed before and still does not help. It helped at first but later as more time went on it did not seem to help as much. The patient contacted the rep to provide assistance in locating a doctor to help them with an explant. They are contacting the doctor to schedule an explant. It has not been used in over a year or two. The issue has not been resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-may-23. The cause of it not helping was unknown. It was unknown if it would be returned. It is unknown if they would be contacted for explant. This information was confirmed with the physician. No further complications were reported/are anticipated.